Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed errors, including a motor error. The customer's blood glucose was 143 mg/dl. The customer does not use the sensor feature. The discontinuation of the device was advised. Nothing further was reported.